Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room stating the device had delivered three shocks. A review of the device data identified the rhythm had wide morphology which was oversensed resulting in the delivery of inappropriate shocks. It was determined that the patient had ventricular tachycardia (vt) below the lowest programmable rate. This subcutaneous implanted defibrillator cardioverter (s-ICD) was removed from service and replaced with a transvenous device. No additional adverse patient effects were reported.